Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal cruciate retaining narrow porous femoral component catalog #: 42502206001 lot #: 64592160, persona trabecular metal two-peg porous tibial component left size d catalog #: 42530006701 lot #: 64753365, persona medial congruent articular surface left 13mm catalog #: 42512100413 lot #: 64349647. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced drainage from the incision approximately three (3) months following a left knee arthroplasty. The patient was instructed to apply antibiotic ointment, keep the incision covered and was prescribed an antibiotic prophylactically. The patient's drainage was reportedly resolved seven (7) months later. Initial operative notes noted no intraoperative complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The device history records were not reviewed as the event was determined to be unrelated to the implanted zimmer biomet devices. Sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well-approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from how a surgical wound should appear. It may be red, have drainage, additional pain, warmth, swelling and healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement which promotes healing at the site and prevents further complications. As the reported wound complication is a procedure-related event, the root cause was determined to be unrelated to zimmer biomet product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.